Event description:
It was reported that during the insertion of a spacer at the implant procedure, the spacer broke at the spindle cap. The device was removed from the patient and a new spacer was successfully implanted. The spacer will not be returned as it was disposed of by the medical facility.